Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the reported that the right ventricular lead was capped and replaced on (B)(6) 2019. No further information is available at this time.

Event description:
New information received states that the right ventricular lead was capped on (B)(6) 2019 due to high capture threshold and varying impedances.

Event description:
New information received states that the right ventricular lead was capped and replaced on (B)(6) 2019 due to high threshold and externalized conductors were not noted. The patient was stable before, during and after the procedure.